Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the outer lining of the jaw broke off and fell into the pt cavity after 3 activations during an ovariectomy. The material was removed and there was no pt injury.